Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. The event was observed during routine inspection at customer end. No patient or procedure was involved or reported as impacted.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: MFR report #3002808148 - 2023 - 02654. Patient identifier: (B)(6). Additional information provided by the customer: please see updates to b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed/not reproduced. The unit was observed for four (4) days. The device was found to have heavy dust inside the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the visera elite ii video system center presented with an intermittent error code of e333 (touchscreen error). Error e333 was coming and went away after system restart. It happened 2-3 times. The intended procedure was a therapeutic lap cholecystectomy and was completed with no delay noted. There were no reports of patient harm or impact associated with the event.